Manufacturer narrative:
H.6. Investigation: one unused primary set, model 11532269 lot 20045558, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's filter was disconnected from the tubing. No other defects were observed. The customer's complaint of tubing separated from the filter prior to use was verified. A device history record review for model 11532269 lot number 20045558 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the glue had been not been properly applied to the tubing. Only a small quantity of glue on the tubing could be observed. The root cause of the separation is likely due to operator error of not properly following manufacturing process sequence during the set¿s assembly. H3 other text : see h.10

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material no.: 11532269 batch no.: 20045558. Per customer email: issue: line(tubing) separated from filter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2645.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 0.2mf low sorbing experienced component separation. The following information was provided by the initial reporter: material no: 11532269 batch no: 20045558. Per customer email: issue: line(tubing) separated from filter.